Event description:
Healthcare professional stated valve was abandoned during implant due to a small hole in one of the leaflets. Implanted another 19 mm m.o. Valve. The valve was returned for analysis.